Event description:
Additional information received from a consumer indicated the poor communication icon (also reported as out-of-box screen) was seen on the replacement patient therapy manager (ptm) when attempting communication (also reported as out-of-box screen). The patient's health care provider (hcp) told them to call the manufacturer about the issue. Troubleshooting performed on the call included attempting communication with and without the external antenna. When the patient attempted to bond the ptm to thepump, the out-of-box screen remained as the communication unsuccessful occurred when attempting communication. The ptm was unable to bond to the pump. The hcp told the patient they did not need to use the ptm until they revised the pump location. It was noted the hcp increased their medication dose. No out-of-box failure occurred. Patient services reviewed that a ptm issue was not suspected and poor communication could be caused by the pump being tilted. The patient was advised to use the ptm with the pump issue was addressed. The hcp was waiting to hear back from the manufacturer and insurance about the revision.

Manufacturer narrative:
Concomitant medical products: product ID: 8835 lot# serial#: (B)(4); product type: programmer, patient product ID: 8835 lot# serial#: (B)(4); product type: programmer, patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient believed the personal therapy manager (ptm) was not working. It was reported the ptm was not providing pain relief. The patient was not sure what the screens meant. The patient was able to request a bolus and the bolus was delivered. The patient confirmed they were able to get a bolus every 4 hours up to 4 times a day. The patient was receiving morphine "at 0.0500 per bolus request". The patient would be sent an antenna by the repair department. No further complications were anticipated/reported. Additional information was received from a patient. It was reported that the pump was turned over and it was starting to hurt the patient. The patient reported that their personal therapy manager (ptm) wasn't working, but sometimes it does work. The patient reported that the ptm doesn't work because the pump was turned over. The patient reported that the pump turned over in about (B)(6) 2018. The patient reported that they see the splash screen when the ptm doesn't work. The patient reported that the light did not work on the ptm. The patient reported that they were going through batteries like crazy. The patient reported they were using rayovac high energy batteries. The patient reported that they changed the batteries and the ptm was still not operating as expected. The patient was transferred to the repair department. The patient reported that their doctor just upped the medication. No further complications were anticipated/reported.